Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a nurse discovered a fluid leak behind the cassette door of their cycler after ending the patient's peritoneal dialysis (pd) treatment. The nurse reported receiving an air detected in cassette a couple of times and a volume error warning alarms during fill 2 of 4 of treatment prior to the leak. Air bubbles were found in the patient line (pl) closer to the machine. Fluid was discovered in the pump module area and on the external of the cassette. One of the mounds looked like it may have been punctured. It is unknown at which point in therapy the leak may have begun. The nurse was advised to discontinue the use of the cycler until the next day's treatment. The nurse will re-setup with new supplies on a different cycler. Upon follow up, a nurse familiar with the event confirmed the report. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse confirmed that the cycler has been quarantined and drying for several days. The nurse confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The product number and lot number of the cassette was unknown.

Event description:
It was reported that a nurse discovered a fluid leak behind the cassette door of their cycler after ending the patient's peritoneal dialysis (pd) treatment. The nurse reported receiving an air detected in cassette a couple of times and a volume error warning alarms during fill 2 of 4 of treatment prior to the leak. Air bubbles were found in the patient line (pl) closer to the machine. Fluid was discovered in the pump module area and on the external of the cassette. One of the mounds looked like it may have been punctured. It is unknown at which point in therapy the leak may have begun. The nurse was advised to discontinue the use of the cycler until the next day's treatment. The nurse will re-setup with new supplies on a different cycler. Upon follow up, a nurse familiar with the event confirmed the report. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse confirmed that the cycler has been quarantined and drying for several days. The nurse confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The product number and lot number of the cassette was unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.